Event description:
The system had a video failure. The monitor didn't display the image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the interconnect cable then checked operation of system by booting and making test fluoro exposures. The system operates as intended.